Manufacturer narrative:
Product ID 3093-28, lot# va02hzc, implanted: (B)(6) 2012, product type: lead. Product ID 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported that a few days after implant, the patient had an infection and bronchitis. Severe coughing was reported with bronchitis. Additional information has been requested but was not available as of the date of this report. When received, a supplemental report will be submitted.